Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device was interrogated soon after implant on (B)(6) 2023 and showed rv lead failure. Some noise was also seen. No adverse patient events were reported. Lead to be evaluated further. Lead currently remains implanted.